Event description:
It was later reported the patient received assistance from their doctor or manufacturer representative and their concerns were resolved. Yet, the patient then stated their doctor said they need a new implant and their device or therapy was not working very well.

Event description:
It was reported that the patient had a loss of therapeutic effect. She stated that her device was not working; she was feeling stimulation but was not getting symptom control. These issues began four to five days prior to the report. She had no falls or traumas. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# v121274, implanted: (B)(6) 2008, product type: lead. (B)(4).